Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported receiving a compromised force sensor system alarm on her insulin pump while she was filling the tubing. The customer's blood glucose was 295 mg/dl. She had treated her blood glucose with an injection. Troubleshooting found the customer's drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).